Manufacturer narrative:
An event of arrhythmia and paravalular leak after the device was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specifications for radial force. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient had a history of atrial fibrillation and that the valve was implanted at a depth of 7mm, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Crd_1003 - vantage. Eu0748 - 549 (r770108801, r770092501) it was reported that on (B)(6) 2023, a 23mm navitor valve was selected for an implanted. The patient had atrial fibrillation (af), prior to the procedure and she is treated with rivaroxaban. During the procedure after predilatation, left bundle branch block was observed. No treatment was provided. Device was implanted with non-coronary cusp/ncc 7mm, a post-implant balloon valvuloplasty was done with a non-abbott device due to moderate paravalvular leak (pvl). The patient is stable.